Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the power button was unresponsive, and there was a cassette sensor issue. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Section d corrected. H3: one device was returned for repair with complaint that the power button was unresponsive, and there was a cassette sensor issue. Review of event history found cassette not attached properly alarm. The reported problem of "power button unresponsive, cassette sensor issue" was not verified by functional testing. Performed standard preventative maintenance to correct the issue. The device passed all functional tests.